Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having an air detected in cassette warning in drain 0. Fluid was discovered in the pump module area and on the external of the cassette. The patient discontinued treatment during drain 0 of 5 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 6394 ml during drain 0 of the treatment. This drain volume is 266% the patient's prescribed fill volume of 2400 ml. As a result of the fluid leak and iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Upon review of MFR 8030665-2022-00757 it was determined that the product was not related to the reported event. There was no reportable malfunction, serious injury, or death associated with the product reported in 8030665-2022-00757, therefore no further updates will be made on 8030665-2022-00757.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having an air detected in cassette warning in drain 0. Fluid was discovered in the pump module area and on the external of the cassette. The patient discontinued treatment during drain 0 of 5 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 6394 ml during drain 0 of the treatment. This drain volume is 266% the patient's prescribed fill volume of 2400 ml. As a result of the fluid leak and iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.